Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was the distal left circumflex. The vessel was a de-novo and concentric lesion. Aha/acc classification of the vessel was type b2. The lesion length was 25mm and vessel diameter was 2.5mm. The procedure was an emergent case due to acute myocardial infarction. Pre-dilatation was conducted with a 2.5 x 14mm balloon at 10 atm for 15 seconds. A 2.5 x 28mm cypher was implanted at 12 atm for 15 seconds. Post-dilation was conducted with a 2.5 x 15mm balloon at 18 atm for 20 seconds. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 0 before the procedure and 3 after the procedure. Act was not measured. Two weeks later, the patient complained of chest pain and came to the hospital. Coronary angiography was conducted and thrombus was observed in the cypher stent. To treat the thrombus, thrombolytic agent was administered (monteplase 1300,000u). Aspiration and balloon angioplasty were conducted. Physician's comment: the possible cause of the thrombotic event was because ticlopidine hydrochloride couldn't be administered due to patient's liver failure.